Event description:
It was reported the central station monitor is showing the wrong number heart rates. The manually measured heartrate should be in the 50's while the monitor is measuring 30's. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed remote service personnel which included talking to the registered nurse (rn) and ICU tele tech from the customer as well conferencing with the clinical application specialist. The rn states that the patient has large p waves but the monitor is not double counting, it is undercounting. The rn stated further that they are monitoring lead ii and v as their primary and secondary wave. The remote support engineer (rse) provided instruction on changing the qrs detection which was currently 300uv advised that at 300uv, every complex would need to achieve 300uv in order to be counted. Tele tech changed detection to 200uv and confirmed that the rate now appears normal for this patient and the issue is no longer present. The results of the analysis were that the qrs detection set too high and some beats are missed by the setting. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was due to customer not following IFU. The issue was resolved by guiding the customer on how to find and adjust the correct setting. A review of the service history for this device shows the problem has not been reported again for this device.